Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate on multiple occasions. Additionally. It was reported that the bottom of the cartridge leaked. Reportedly, the cartridges were filled with over 500 units. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge.